Event description:
It was reported that the patient underwent revision due to infection. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
Cmp-0856181 concomitant medical products: item#:189103 ; lot#:019330 ; item name: vngd ant stab brg 13x79; item#:141235 : lot#:j6973615 ; item name: biomet cc cruciate tray 79mm; item#:183032 ; lot#:j7138334 ; item name: vanguard cr ilok fem-lt 70; item#:184788 ; lot#:356390 ; item name: series a pat thin 37x8.6 3 peg; the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product was not returned or pictures not provided. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. This device is used for treatment. Medical records were not provided, therefore, they could not be reviewed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.